Manufacturer narrative:
Date sent: 08/08/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the staples malformed. Additional suture was performed. There were no adverse consequences to the patient.